Event description:
Information was received that the cadd solis vip pump powers down after being turned on. No patient involvement. No reported adverse effects.

Manufacturer narrative:
One cadd solis pump was returned for analysis. Visual inspection performed and product found to be good condition. Customer's complaint of pump powering off was not verified. The event log shows multiple alarms on (B)(6) 2018. The software will be re-installed as a preventative measure. Use testing was performed. The problem source is unknown.

Event description:
Update from customer. No patient involvement.